Event description:
A complaint was received with regards to chemolock¿ experienced foreign matter in the fluid path. It was reported that "bendeka was withdrawn from two vials, each containing a cl-80s-5, from the lot mentioned. It was withdrawn into a 10ml syringe with cl2000s. White particulate was noticed by the pharmacist and technician, who thought it was coring although the stopper was dark grey. A cl2100 was attached to the cl2000s on the syringe and a filter needle to the cl2100 and infused the medication into the bag filtering out the particulate matter. The matter should be somewhere in the needle, cl2100, cl2000s or syringes". The sample device is available for evaluation. The product was contaminated, contained biohazard, and chemotherapeutic agent. The date of incident was on (B)(6) 2024 at 9:00 a.m. The status of the product at the time of the event was during compounding prior to infusing into bag. The medication involved was bendeka. The product was not reprocessed or re-sterilized prior to use. There was no patient involvement, no adverse event and there was no harmed as a result of the reported event.

Manufacturer narrative:
D4 and h4 the lot number, expiration date, and manufacturing dates are unknown. Investigation summary one (1) used, needle connected to one (1) used. List #cl2100, chemolock¿ port and an used list #cl2000s, chemolock¿ plus a bd 10 ml syringe were returned for evaluation. As received bendeka residuals was observed inside. The cl2100 chemolock port connected belong to (B)(6). A piece of tape was holding the needle and the chemolock. The returned set was flushed with water and no particulates, contamination or anomalies were found. Complaint of particulate matter cannot be confirmed. Lot history review could not be conducted because no lot number(s) was/were identified.